Manufacturer narrative:
The uric acid reagent lot number is 856125, and the expiration date was not provided. The total protein reagent lot number and expiration date were not provided. A field service engineer (fse) checked the nozzle connection tubes of each cleaning mechanism. A trace-like pin pole was present in the silicon rubes of the cleaning mechanisms; both tubes were cut down and reconnected. The fse cleaned the vacuum bottle related to the suction force, and carried out various maintenance operations such as air purges, reactor water exchange, cell cleaning, and cell blank. The fse validated that the system was working according to specifications. The investigation determined that the root cause was related to a blockage of the vacuum path and was resolved by the fse's actions.

Event description:
There was an allegation of questionable uric acid and total protein results from the cobas 8000 c702 module for two patients. The initial uric acid result was 2.53 mg/dl, and the first repeat result was 6.17 mg/dl. An additional repeat result was approximately 6.1 mg/dl. The total protein result was 8.1 g/dl, and the first repeat result was 7.3 g/dl. An additional repeat result was 7.5 g/dl.